Event description:
Acucise catheter did not work properly. When filled up with reno 30, waist noted; however, when cut done waist did not fill. Cut done x2 after 5 min wait. Rep was present for procedure.